Event description:
The patient reported a lack of benefit from the deep brain stimulation therapy. When the impedances were checked, all impedances were greater than 2000 ohms, indicated an open circuit (current less than 7 micro amps). The lead was removed and replaced. Additional information has been requested.

Manufacturer narrative:
(B) (4). This report is being submitted late due to a delay by a manufacturer employee. Training is in place.